Event description:
Device malfunction: failure to split sheath. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician using a starclose se device attempted arteriotomy closure of an unspecified artery after an unspecified procedure. Reportedly, the device was "defective"; the sheath did not split. It is unknown how hemostasis was achieved. There were no adverse patient effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.